Event description:
It was reported that the patient's implantable cardioverter defibrillator was over-sensing noise. The noise was suspected to be caused by a device diagnostic check. No intervention was performed. The patient will further be monitored. There were no patient consequences.